Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. The customer was unable to clear the alarm, it did not work. Customer uses (B)(6)alkaline battery. The customer was advised to discontinue use of the pump and follow the medical prescription for insulin shots until replacement arrives.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm. However, the insulin pump passed operating current, a21 error test and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.